Event description:
It was reported that during a case, the apollo began to alarm for 'flow sensor inop' and flow values stopped being displayed. It was reported that the doctor increased the flows to try to restore the display of values. The pt reportedly developed a pneumothorax. The case was completed. An eval of the device indicated that the expiratory flow sensor was faulty.